Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube urin plc 16x100 10.0 ua yel, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: it was reported that the product was dirty. There was 1cs of part # 364979 that was rejected from po # (B)(4). The case came in open and product inside is dirty.

Manufacturer narrative:
After further investigation the MDR 4207889, MFR reporting #: 1917413-2022-00004 was deemed not reportable and should not have been filed. This complaint is not MDR reportable. Not a product complaint per dchu.

Event description:
It was reported when using the bd tube urin plc 16x100 10.0 ua yel, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: it was reported that the product was dirty. There was 1cs of part # 364979 that was rejected from po # (B)(4). The case came in open and product inside is dirty.

Event description:
It was reported when using the bd tube urin plc 16x100 10.0 ua yel, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: it was reported that the product was dirty. There was 1cs of part # 364979 that was rejected from po # bdi2111-23. The case came in open and product inside is dirty.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.